Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the user was unable to remove the battery cap from the pump case. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 07/20/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/02/2015 with the following findings: the threads of the returned battery cap were found to be stripped; this device failure directly caused the reported issue. During the analysis, it was observed that the battery cap would get stuck on the pump: the reported issue was duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.